Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient they had real loose bowels since they were implanted and the did not have loose bowels before the device was implanted. The patient stated she was implanted to help with constipation, the patient noted she was going so much. The patient stated that the device was helping 50% or greater with constipation issues and was all cleared because she had been backed up before she got the device implanted. The patient noted the hcp had put her on mirlax and she was wondering if this had caused her to have loose bowels whenever she eats anything. The patient stated she hadn¿t been eating much but was still going to the bathroom all the time. The patient stated that the healthcare professional (hcp) had let up on the mirlax, but indicated that he would have to use it so the patient would be able to have bowel movements because before she got the implant she was getting all backed up all the way to her bladder and stomach and was constipated. The patient stated she couldn¿t have a bowel movement before. The patient stated she wasn¿t sure if it was the mirlax or the device that could cause the loose bowels. The patient stated she thinks it is the mirlax causing the loose bowels, but that the medication wasn¿t supposed to cause a person to have bowel movements so often like she is having them. The patient stated that the bowel symptoms she got the device implanted to help being helped and reduced by 50% and the loose bowel symptoms that started her when she got the implant. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor. Additional information received from the patient on feb. 27, 2017 reported that they had their implantable neurostimulator (ins) for their bowel and everything they ate ¿goes right through her¿. They had a loss/change of therapy. The patient stated ¿with the amount of times she goes, she can't go for very long anywhere. She said it is the same go all day and all night¿. It was mentioned that a couple of times during the night, they lost control of their bowels. Whenever the patient ate they had to relieve themselves and had to make sure they were near a bathroom. The patient stated that they were losing a lot of nutrients so they were tired and weak. They had a hard time getting up in the morning, had to take a nap in the afternoon, and were in bed by 7 pm ( slept more than they were awake). The patient did not get much rest, can¿t eat much, took multi vitamins, and probiotics. They were told to take mirilax so they ¿can pass¿. The patient did not feel the stimulation and the therapy was on. They were on program 2 at 1.3 volts and noted that when they first started they were at 0.7 volts and increased it to where it was now. It was reported that the patient had skin cancer and had it removed with a cautery 2-3 weeks ago but the ins was off. There were no falls or trauma reported. The patient was going to try and increase the stimulation to a point where they felt it but that it did not hurt. It was also recommended that if the new setting did not help they could contact the manufacturer and try adjusting the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.